Manufacturer narrative:
Hill-rom tech suggested checking the bed exit or the scale board. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unk if the facility performs preventative maintenance on their beds. No further info is available on the repair of the bed at this time. Investigation is ongoing, however, if any add'l relevant info is identified following completion of the investigation, the add'l relevant info will be submitted in a supplemental report.

Event description:
Hill-rom received a report from hill-rom tech stating the bed exit alarm did not work at the bed. The bed was located in medsurge at the account. There was no pt/user injury reported. This report was filed in our complaint handling system as (B)(4).